Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a device manufacturer representative (rep) regarding a patient who was receiving an unknown concentration of clonidine at 110.27 mcg/day, an unknown concentration of bupivacaine at 3.063 mg/day, an unknown concentration of baclofen at 12.252 mcg/day, and an unknown concentration of dilaudid at 7.351 mg/day via an implantable pump for spinal pain. It was reported that a code 8286 - empty reservoir was seen on the patient's personal therapy manager (ptm) on (B)(6) 2016. When asked if the pump was alarming, it was stated that it was. It was further noted that the patient missed a refill as the patient had wanted to push the date back. The pump was supposed to be refilled on (B)(6) 2016. It was stated that the healthcare provider (hcp) "pushed the patient off" on the rep and told the patient the rep would call them and tell them what to do. No symptoms were reported. No troubleshooting was performed. The patient's medical history and concomitant medications were also unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.